Event description:
It was reported the patient experienced difficulty using the buttons on the patient programmer to adjust stimulation. A replacement external device has been sent to the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.